Event description:
An (B)(6) male pt's nurse called zoll customer support to report the pt was experiencing several check pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the distribution node (dn) to from therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.